Event description:
It was reported by the surgeon that during a tubal sterilization procedure, the spring from the clip fell in the pelvis cavity of the pt. The spring was not retrieved. The procedure was completed without any consequences.

Manufacturer narrative:
(B)(6). The hulka clip without spring is not available for eval. The customer has used 50% of the clips from this lot # 1392 without incident. The end user informed richard wolf that a tubal procedure was completed the next day on another pt with the same lot # and there were not problems. The end user informed richard wolf that their hulka clip applicator is also working well. The exact cause of the spring falling in the pt is unk. Should there be additional info, a f/u report will be completed. Richard wolf medical has none of this lot # 1392 in inventory.